Event description:
It was reported that during preparation for an angiography diagnostic procedure, catheter tip detachment occurred. During preparation for a procedure to examine the brachial artery, an imager ii angiographic catheter was selected. The physician attempted to straighten the tip of the catheter. While doing this, the tip of the catheter was removed with the "white device that the catheter has on" or tip straightener. There was no patient contact with this device. The procedure was completed with a different device. No patient complications were reported.

Manufacturer narrative:
Age at time of event: 18 years or older. Device code # 2907 relates to component codes # 3038 and 3123. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).